Event description:
Additional information received indicates that implantable cardioverter defibrillator (ICD) interrogation revealed ble timeout and normal function resumed. The patient's phone was re-paired without issue.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.